Manufacturer narrative:
Management of neonates with complex left-sided obstructions using endovascular flow regulators and ductal stenting j a c c : c a s e r e p o r t s v o l . 3 0 , n o . 2 8 , 2 0 2 5 © 2 0 2 5 t h e a u t h o r s . P u b l I s h e d b y e l s e v I e r o n b e h a l f o f t h e a m e r I c a n c o l l e g e o f c a r d I o l o g y f o u n d a t I o n . T h I s I s a n o p e n a c c e s s a r t I c l e u n d e r t h e c c b y - n c - n d l I c e n s e ( h t t p : / / c r e a t I v e c o m m o n s . O r g / l I c e n s e s / b y - n c - n d / 4 . 0 / ) . B3: date of publication medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Surgical repair or palliation in neonates with complex left-sided obstructive congenital heart disease, especially with comorbidities or low birth weight, remains a high-risk intervention. We describe an initial transcatheter strategy involving the implantation of modified pulmonary vascular occluders and stenting of the ductus arteriosus to regulate pulmonary overflow and maintain systemic perfusion. Four neonates are presented: 2 low-birth-weight neonates with hypoplastic left heart syndrome and left ventricular-to-coronary artery connections; one significantly underweight neonate with aortic arch hypoplasia, aortic stenosis, and patent ductus arteriosus; and another with interrupted aortic arch, double right ventricular outflow tract, and transposition of the great arteries. All were considered high risk for immediate surgical correction. This endovascular approach provided hemodynamic stability during the neonatal period, allowing for clinical improvement and weight gain before definitive surgical management. These findings suggest a promising alternative for selected critically ill neonates with complex cardiac anatomy a female newborn weighing 3.8 kg, born at 37.4 weeks¿ gestation, was diagnosed at birth with type a interrupted aortic arch and double right ventricular outflow tract with transposed great vessels. Given the complexity of the anomaly for early repair, endovascular palliation was considered at 2 days of age. She was taken to the hemodynamics laboratory, where a pulmonary artery diameter of 5 mm was determined using the techniques described previously, and a 7-mm mmvp was implanted with the removal of the diamond-shaped ptfe cover. In the same procedure, a protégé rx self-expanding carotid stent system 7 × 20 mm stent was implanted in the ductus arteriosus. The echocardiogram initially showed a doppler gradient of 58 mm in the right artery and 54 mm in the left. During her admission, the patient presented with hemopericardium as a complication during central catheter implantation, which caused hypovolemic shock and death.